Event description:
In this event unit was received in for repair and found to have no water/vibation, outcome of any patient injury is unknown at this time

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.inspection of device found hp cable and sterimate connections "burnt" "corroded" replaced both with new, tuned/calibrated and tested all functions qa-mo.